Event description:
Applied icy hot patches to upper hip -right and left- due to soreness from a fall. Within 4 hrs time, upon patch removal, 3rd degree burns had occurred. Dr visit in 2008 with subsequent hospital stay with surgery on the following month for debriding burn sites. Following hospital stay, rehab required for 4-6 weeks due to burn and dressing change requirements. Morphine required for dressing change of burn site along with lortab pain meds required every 4 hrs. Dose or amount: one patch per area. Frequency: one. Route: top. Dates of use: 2008. Diagnosis or reason for use: soreness on hip area. Event abated after use stopped or dose reduced? Yes.